Manufacturer narrative:
This report is for an unk - guide/compression/k-wires / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that when inserting the guide wire through the tissue guard and blade drill sleeve, the blade could not be inserted into the nail, the blade was next to the nail despite the tissue protection and drill sleeve. They had to removed and reinserted the guide wire without the brace. The surgery was delayed 15 minutes. The procedure was completed successfully. There was no patient consequence. Concomitant device reported: unknown nail ( part# unknown, lot# unknown, quantity 1), unknown drill sleeve ( part# unknown, lot# unknown, quantity 1), unknown aiming arm ( part# unknown, lot# unknown, quantity 1), unknown guide wire ( part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).